Event description:
A report was received stating the ventilator experienced a device error while ventilating a patient. The patient was removed from the ventilator and placed on an alternate device. There was no report of patient harm. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the graphical user interface (gui) central processing unit (cpu) to resolve the reported issue. The device passed all testing according to manufacturing specifications.